Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not prompting the code correctly. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 10am. The patient claimed that the code "25" was coming up after the blood was applied. The patient reportedly manages her diabetes with glucophage pills along with diet and exercise. It was unclear if the patient took any action regarding her diabetes management routine when the alleged issue began in september. On an unknown date and time, the patient claimed she developed symptoms of feeling "dizzy" but could not ascertain if the symptom developed prior to or after the alleged issue began. It is not known if the patient had discontinued testing due to the reported issue. On (B)(6) 2011 at approximately 1pm, the patient reportedly went to the ER (emergency room) for an unknown reason and was tested on the ER meter and reported a value of "375mg/dl." The patient was reportedly treated with an unknown dose of insulin, and IV fluids. The patient has since increased her dose of glucophage pills to 2 pills from 1. At the time of troubleshooting, the cca noted that she was able to perform a successful blood test with the patient and did not duplicate the issue. Replacement products were sent to the patient. This complaint is being reported because although the patient's symptoms were non serious in nature, the patient allegedly sought medical treatment at the ER and required medical intervention of insulin after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.